Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2dwan serial# implanted: (B)(6) 2021, explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was to get MRI information. During the call, the caller stated the patient had the implanted device replaced recently. When asked if they had information about the reason for the system replacement, the caller stated they had a note that said "refractory urge incontinence." The caller did not have any other details about the symptoms or the reason for replacement. Troubleshooting was not required and the issue was not resolved through troubleshooting. MRI information was reviewed. The caller was redirected to device registration. Additional information was received from a healthcare provider (hcp). The hcp reported that the patient lost therapeutic benefit thus the entire system was replaced. The patient was getting good therapy now, and the hcp noted they worked with the manufacturer representative. It was noted the x-ray did not show any lead break.